Event description:
It was reported that the patient presented for a routine generator change procedure. During the procedure, it was noted that the new implantable cardioverter defibrillator exhibited high pacing impedance on the atrial channel. The physician noted that the ring electrode moved inside the header. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislocated contact spring in the right atrial lead bore was confirmed. Final analysis found that the atrial contact spring was misshaped and dislocated inside its connector block groove. The displaced right atrial contact spring is believed to be the cause of the reported event of high atrial impedance measurement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.